Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery for repair of an incisional ventral hernia, a ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2010 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years 3 months post implant of ventralex mesh, patient was diagnosed with abscess thereby underwent repair. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b7, d1, e3, g1, g3, g6, h2, h6, h10. This supplemental emdr represents the mesh ¿ ventralex (device #2). An additional emdr was submitted to represent the mesh ¿ composix kugel (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for repair of an incisional ventral hernia, a ventralex hernia mesh was implanted to repair the hernia defect. (B)(6) 2010 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incisional hernias thereby underwent open repair with the implant of composix kugel mesh (device #1) and ventralex mesh (device #2). Per operative notes, ¿the hernia sac was identified in the midline. A composix kugel mesh was then placed into the peritoneal cavity and sutured. The remnant of the hernia sac was closed with sutures. In colostomy site, all fatty contents were reduced. A ventralex mesh was placed and sutured.¿ (B)(6) 2010 - patient underwent resection of colorectal anastomosis with neo-colorectal anastomosis, mobilizing splenic flexure and lysis of adhesions. (B)(6) 2010 - patient was diagnosed with enterocutaneous fistula, infected mesh thereby underwent excision of infected mesh (device #1). Per operative notes, ¿incision was made into the old midline incision and the mesh had been split in its midline at the prior laparotomy two months ago (feb-2010). All the small bowel was separated from the undersurface of the mesh with tedious dissection, as well as all the adhesions lateral to the mesh placement were taken down. There was one apparent enterotomy made at the distal portion of the mesh near the suprapubic region and this may have been the inciting fistulae site to infect the mesh, and this closed with sutures. There was a piece of prosthetic mesh (device #2) on the left groin, but this was left undisturbed.¿ (B)(6) 2010 - patient underwent drainage of left lower quadrant abdominal wall abscess. Attorney alleges that the patient had infections, adhesions, bowel removal, fistulae and pain.